Manufacturer narrative:
As it was noted, there was significant patient movement during the phacoemulsification portion of the procedure which is a known contributing factor to capsule tears. Therefore, the root cause of the reported event can be attributed to patient movement. Based on the information obtained, the root cause of the reported event can be attributed to patient movement. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Based on assessment, the product met specifications at the time of release. (B)(4).

Event description:
A doctor reported that during removal of the cortex during a laser assisted cataract procedure with irrigation and aspiration, an anterior tear in the capsule as noted. The surgeon was unable to pinpoint the cause. It was reported that the patient moved their head quite significantly during phacoemulsification. The surgeon had planned to use a toric intraocular lens (iol) but instead placed a three piece iol in the sulcus. Procedure was completed without any other incidents.